Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during dilation procedure. The exact procedure date is unknown. During the procedure, when the balloon was inflated, they noticed a pin hole leak in the balloon. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.